Manufacturer narrative:
During analysis, the cause of the reported sparking was determined to be damage to the power supply cord. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
Related MFR 3004936110-2020-00173. It was reported that the unit emitted sparks when it was plugged in at the wall. The unit was replaced. During device analysis, it was determined the sparking was caused by damage to the power supply.